Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2013; d3147drm, implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).

Event description:
It was reported the patient received an inappropriate shock due to over-sensing of the t waves. The sensitivity of the lead was adjusted and the lead remains in use. No further patient complications have been reported as a result of this event.